Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a catheter, continuous flow. The customer reports that at the end of the procedure, the distal balloon would not deflate. A percutaneous 18 gauge needle was inserted into femoral vein, through the leg, under ultrasound, in order to puncture distal balloon to facilitate deflation. Pt suffered no negative outcome as a result.